Event description:
It was reported that an unspecified malfunction alarm occurred. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.